Manufacturer narrative:
The reported events of a helix mechanism issue and unable to remove the stylet were confirmed. Visual examination of the lead found the helix retracted and clogged with body fluids. The cause of the reported event mechanism issue was due to dried body fluids in the helix housing. The cause of the reported event of unable to remove the stylet was due to the coating of the stylet and the inner coil bunched up that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead's helix could not extend, and the stylet could not be removed from the lead. The rv lead was replaced. The patient was stable throughout.